Event description:
It was observed that during the device evaluation, the subject inner sheath, for 26 fr. Outer sheath exhibited a loose ceramic tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the loose ceramic tip malfunction: the most likely cause is wear and tear from repeated removal and attachment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.